Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient had fainting episodes and fell. The patient was encouraged to contact the physician and has not been seen since the episode. The device remains in use. No patient complications have been reported as a result of this event.